Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during an inguinal hernia repair procedure the surgeon had difficulty with the device, when the device was deflated and removed from the cavity the device became disengaged and it was retrieved. It was also reported that the patient did not experience and adverse event as a result of the device malfunction.